Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The thermogard ivtm console was evaluated at the customer site by the customer's biomed technician per zoll service technician guidance. The customer reported issue of thermogard air trap alarm was confirmed during the initial functional testing. The root cause was determined to be a faulty air trap block assembly due to suk leak. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed and was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during the ivtm therapy, the saline bag was noted half empty and the thermogard xp ivtm system generated air trap alarm. The fluid was observed in the console drip pan and on the floor. The customer was advised to use another thermogard console with the new suk. No consequences or impact to patient was reported.